Manufacturer narrative:
510k: this report is for an unknown plates: matrixmandible/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. An unknown number of patient experienced postoperative infections. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon informed that infections are occurring over time in patients who were implanted with unknown buco maxillofacial 1.5 / 2.0 johnson. These infections are occurring after a time that has been performed the surgeries (infections takes). According to some research and experience the infection is not due to cleaning (washing and sterilization) being so, believed to be the implants. Sales representative is checking the number of affected patients and product code and lot information. Patient outcome is unknown. Patient status is unknown. This complaint involves one (1) unk -screws: matrixmandible. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
07/08/2019: modified event description: it was reported that on an unknown date, the surgeon informed that infections are occurring over time in patients who were implanted with unknown buco maxillofacial 1.5 / 2.0 johnson. These infections are occurring after a time that the surgeries have been performed. According to some research and experience, the infection was not due to cleaning (washing and sterilization) and was believed to be the implants. Patient outcome is unknown. Patient status is unknown. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).